Event description:
It was reported during implant procedure that the atrial lead exhibited increased capture threshold and noise. Further visual inspection revealed an insulation breach. The lead was exchanged. The patient was successfully discharged.

Manufacturer narrative:
The reported events of insulation damage, high pacing threshold and noise were confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed high potential tests. Destructive analysis was performed and visual inspection found inner insulation damaged consistent with over tight suture tie at the suture sleeve tie impression region. The cause of the reported events was isolated to the inner insulation damage consistent with over tighten suture tie.